Event description:
Information received indicates that he administration set leaks when priming.

Manufacturer narrative:
Product was not returned. Attempts were made to obtain more information about complaint event, lot number, patient involvement, etc. Customer could only provide that there was no patient involvement. Therefore, a DHR could not be performed.